Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing a dull pain where their implantable pulse generator (ipg) is located. The patient also reported they are worried something is wrong with their ipg. The device remains in use. No further patient complications have been reported as a result of this event.